Event description:
It was reported that during priming/preparation of the device for a cardiopulmonary bypass procedure, the sys displayed a "belt slip error." The procedure was completed successfully with no delays, no blood loss and no adverse consequences to the pt.

Manufacturer narrative:
This complaint was not confirmed. The field svc rep investigated the issue and could not duplicate it. The pump was serviced and it ran to spec. Since the reported complaint could not be duplicated, the root cause is unk. No add'l action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.